Event description:
It was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, 2 sutures got detached without any force at the time of surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - were there consequences for the patient? A/ no - how was the procedure completed? A/ other suture units were used. - indicate device status? A/ the physical device is not available since it was discarded at the moment of surgery. Photo analysis: investigation summary: visual analysis of the image received for evaluation, determined that a coil former could be seen with one apparently separate from the product code. P8697t, the image is not clear to determine the failure mode. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure it meets the required specifications prior to shipment. Events reported via: 2210968-2021-11983 and 2210968-2021-11984